Event description:
A pt was found cyanotic by his brother while on a ventilator. Although pt was immediately given CPR and was transported to the hospital, he was passed away. Prior to the incident, pt was moved to bed from wheelchair by his brother. A caregiver was gone for a day. After brother moved pt to bed, he walked out from the room for sometime and by the time he returned to room, pt already became cyanotic. His brother cannot confirm at this point whether the ventilator gave any audible alarm, whether it was plugged into ac power, or whether it shutdown on pt.